Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator had non-sustained oversensing demonstrating intermittent non-capture on the right ventricular and left ventricular channels. No patient symptoms or additional information was reported.